Event description:
It was reported during implant, the lead had sensing issues prior to connecting to the device. All the cables and adaptors on the programmer and analyzer were changed out, but noise was still observed. The lead was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood in/on the helix mechanism, the lead was stretched and it appeared that the lead was damaged at implant.